Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system expanded indications instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The xience pro is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left anterior descending artery with mild tortuosity and moderate calcification. A 3.5x18mm rx xience pro stent delivery system (sds) was advanced and the stent deployed; however, a dissection occurred. Two additional xience pro stents were used to cover the dissection and complete the procedure. There were no adverse patient sequelae and no reported clinically significant delay in procedure. No additional information was provided.